Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a broken reservoir tube lip and a cracked lcd window. The pump passed the unexpected restart error alarm tests. No unexpected restart error alarm was noted. No moisture damage on the electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the restroom and accidently dropped the insulin pump into the toilet. The customer's blood glucose level during the incident was 95 mg/dl. The customer also received an unexpected restart alarm while on the call. The device was showing that the reservoir was empty and the backlight was not coming on anymore. They were unable to check the alarm history because the insulin pump went into prime/rewind loop. They were unable to perform the self-test. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.